Manufacturer narrative:
Product was evaluated and confirmed the tube fractured at the bolt hole where the insert ends. This is the weakest point of the tube and under the right conditions this failure can occur. A CAPA and harm are being conducted at this time.

Event description:
Reporter stated that the user was riding down a hallway to go into a meeting when the right side frame broke where the backrest mounts to the back of the side frame. User fell backwards and hit his head causing him to become unconscious. The fire department assisted until user responded. Unknown if user obtained additional medical attention.